Event description:
Information was received indicating that during pre-test of a smiths medical cadd legacy plus pump, a self-test please wait message was displayed and an alarm was noted. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis. Event log history was performed and indicated that reservoir volume empty was found recorded in history. During analysis, the reported issue was not duplicated. Service will replace the downstream occlusion sensor as a preventive measure and recalibrate the upstream sensor. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.